Event description:
It was reported that the patient presented to the clinic for follow-up with palpitations. Review of the transmission revealed far-field r-wave oversensing (ffrwo) on the patient¿s implantable cardioverter defibrillator (ICD), resulting in inappropriate automatic mode switch (ams). Programming changes were discussed, no changes or interventions were reported. The patient condition was not known.